Manufacturer narrative:
This product is manufactured in the u.s. But is not marketed in the u.s. (B)(4). Lens not returned.

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vicmo12.6 implantable collamer lens, -14.0 diopter, in the patient's right eye (od) on (B)(6) 2016. The lens tore during injection into the eye. The lens was removed within the same surgery with no apparent injury. The lens was exchanged for another same model lens.

Manufacturer narrative:
Device evaluation: product evaluation found that the lens was returned dry in the lens case/vial. Visual inspection found the optic torn. Corrected data: device code: (B)(4) is incorrect. The lens tear was not due to a material integrity issue. (B)(4).